Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia on (B)(6) 2021 with blood glucose level was 28 mg/dl. Customer experienced symptoms such as mentally confusion, too much sweating and unconscious. The insulin pump was insulin flow was suspended pump alerted patient blood glucose was at 45 mg/dl, however since patient was sleeping he did not hear and did not noticed, he stated all he remember was waking up at the emergency room. Customer current blood glucose level was 241 mg/dl. The customer was treated with overnight stay in hospital. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege insulin pump was over delivering because 20 minutes after showing insulin suspended it started again. Customer reported that they did used to auto mode feature at the time of event. The device will not be returned for analysis.